Event description:
Doctor reported events of "band intolerance" and "inability to lose weight" from journal article: "five-year outcomes of laparoscopic adjustable gastric banding and laparoscopic roux-en-y gastric bypass in a comprehensive bariatric surgery program", can j surg, vol. 52, no. 6, december 2009. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii, the product associated with this report will not be returned. Based upon the date span of the study provided by the reporter, the connector type is assumed to be a taper ii. Intolerance and inadequate weight loss are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses intolerance as follows: complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." Device labeling addresses insufficient weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."